Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted in the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump.